Event description:
It was reported that some time post port placement procedure, when CT examination was performed, contrast medium allegedly leaked subcutaneously. It was further reported that after few days, CT examination was performed and no leakage of contrast medium was observed. It was further reported that the device remained in the patient. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. .

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. .

Event description:
It was reported that some time post port placement procedure, when CT examination was performed, contrast medium allegedly leaked subcutaneously. It was further reported that after few days, CT examination was performed and no leakage of contrast medium was observed. It was further reported that the device remained in the patient. There was no reported patient injury.

Event description:
It was reported that some time post port placement procedure, when CT examination was performed, contrast medium allegedly leaked subcutaneously. It was further reported that after few days, CT examination was performed and no leakage of contrast medium was observed. It was further reported that the device remained in the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation, two medical images were provided for review. The investigation is confirmed for the reported subcutaneous fluid leak issue as the catheter leakage is visualized with the patient in a position with his arm¿s down, but not when the patient¿s arms are raised. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.